Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 320 mg/dl. The customer treated with syringe. Customer's blood glucose value was 400 mg/dl at the time of the call. Troubleshooting was performed. The customer reported skin irritation and bruising. The drive support cap appeared normal. Customer was assisted with self-test and it passed. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.